Manufacturer narrative:
No lot number was provided to review manufacturing records. Further information was requested by the distributor multiple times. Bioderm requested further information on product use from the contact provided. No further information was received. Will update report if more information is acquired. Distributor also submitted this report as a medwatch.

Event description:
Distributor informed bioderm of a complaint they received by one of their customers (hospital). The hospital reported an uncircumcised male patient developed significant edema, fluid overload, and purple blister areas on his penis while using men's liberty acute. They reported the patient was evaluated by the urologist, who removed the mla and inserted a foley catheter.